Event description:
It was reported that balloon shaft perforation occurred. The patient presented with iliac vein stenosis and underwent stenting. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during inflation, blood leakage was found inside the balloon and was noted to be perforated. The device was removed and the procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon shaft perforation occurred. The patient presented with iliac vein stenosis and underwent stenting. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during inflation, blood leakage was found inside the balloon and was noted to be perforated. The device was removed and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the balloon material ruptured during the procedure and was not shaft perforation as what was previously reported. The target lesion was more than 50% critical stenosed, severely tortuous and non-calcified. The patient was in good condition post-procedure.